Event description:
The event is reported as: during the pre-use test, the circuits were noted as leaking. The customer reports that the drop lines were not staying connected. The connector piece was too loose to hold the corrugated tubing. No pt injury reported.

Manufacturer narrative:
The device sample was returned for eval, however, the results of the eval are not available at the time of this report.